Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts, and pump showed red light around button and periodic vibrations. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to try different button presses and charging, planned to use multiple daily injections as backup insulin therapy, and was provided replacement pump under warranty, with guidance to store and return faulty pump, reenter pump settings, and reconnect continuous glucose monitor once replacement was received.